Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted partial nephrectomy surgical procedure, post anesthesia and ports placement, error 1162 pointing to universal surgical manipulator (usm) arm 1 was observed. Tse confirmed the error on the system logs. The customer power cycled the system; however, the issue persisted. The customer disabled the usm arm to continue as a three arms procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product involved in the customer-reported event. The usm was returned for failure analysis, and the reported 1162 error was confirmed and replicated. In logs, 1162 error was found indicating the cannula fault on the spar, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where it was disable due to cannula fault. The usm was then installed onto a pftp (psc fixture test platform) where it failed for check cannula for magnetic north. Once testing was completed, the acsc (axes controller spar connector) pca (printed circuit assembly) and cannula ffc (flat flex cable) were aba tested and were verified to be the source of the fault. The complaint was confirmed based on field evaluation and failure analysis. Based on the results of failure analysis, the potential root cause of the reported event can be attributed to a fault on the cannula ffc and acs pca within the affected usm causing a failed recognition on the system.

Event description:
Refer to h11 for follow-up information.